Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat. No.: 6260-5-232, 32mm +4 v40 taper vit head, lot code: 50341201. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
Patient experienced pain and swelling of the incision site 2 weeks post-op left revision hip surgery. She went to the emergency room (B)(6) 2015 where it was determined she had a low grade infection.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated concluded: there is no evidence that factors of faulty component design, manufacturing or materials were responsible for any clinical problems related to this patient¿s left hip and right knee arthroplasties. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot or sterile lot. Conclusions: the source of the infection could not be determined as results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient experienced pain and swelling of the incision site 2 weeks post-op left revision hip surgery. She went to the emergency room (B)(6) 2015 where it was determined she had a low grade infection.